Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; defective super capacitors found on the main printed circuit board (pcb). It was noted corrosion found on the printed circuit board (pcb). (B)(4).

Event description:
It was reported that when the battery was removed from the external pulse generator (epg) the device switched off immediately. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.